Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. Information was reported that the patient stated she had her device replaced it wasn't working for her. The patient stated she still was experiencing a lot of pain. The patient stated she had to go back for reprogramming to try and get the stimulation to cover her back and feet. The patient stated the rep had to keep adjusting because her back and feet were killing her. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was due to needing an adjustment in stimulation. Patient reported an adjustment made on (B)(6) 2018.